Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na) result was obtained on a patient sample on the dimension vista 1500 instrument. Siemens determined that quality controls were within acceptable ranges on the day of the event. As per siemens instructions, the customer replaced standard b and peristaltic tubing. While replacing the peristaltic tubing, the customer observed that there were salt deposits on the integrated multisensor technology (imt) manifold around the r38 tubing; the customer cleaned the salt buildup and reseated r38 tubing on the instrument. Then, the customer flushed the sample and vent ports with bleach and warm water, cleaned the imt probe, aligned the imt module and imt probe, and replaced the imt sensor. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.